Event description:
An unk size endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was reported to the tortuous and calcified. It was reported that the physician inserted the endeavor delivery system; however, he was unable to cross the lesion. The physician was pulling the delivery system back with some aggressiveness, when the stent hit the tip of the guide catheter and dislodged. The lesion site was re-wired and the stent was pushed closer to the lesion site where a balloon was used to crush the stent against the vessel wall. It is unk how the case was completed. The pt is fine.

Manufacturer narrative:
Evaluation results - tortuous and calcified, embolism device. Evaluation conclusions - tortuous and calcified, delivery system.